Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastric bypass, the product's anvil jaw after the third times firing has not been opened and the anvil jaw has been lucked and it did not being open even the surgeon push the red button and fire the firing trigger and push the release button in the back of the device.

Manufacturer narrative:
(B)(4). MDR decision: not reportable: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Was the device locked on tissue with the jaws closed? A)yes. The device was locked on tissue. If yes, how was the device removed? B) the device was removed by pulling the manual override. Did the jaws eventually open? C) yes. It opened. How was the procedure completed? D) the surgeon unpacked, and used another echelon. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? E) no, fortunately there was no issue concerned with the patient.